Event description:
Synovitis in left knee [synovitis]. Case description: spontaneous report received on (B)(4) 2010 from a physician's assistant via a company rep regarding a female pt, initials (B)(6), of unk age and relevant medical history. The pt received her first 2 injections of synvisc, lot number w09031, into the knee on unk dates. Following the second injection, she experienced pain and swelling, diagnosed as "significant synovitis." The pt did receive her third synvisc injection on an unk date in (B)(6) 2010 and was "ok" following that injection. No further info was provided. As of the date of receipt of this report, the pt outcome was recovered on an unk date in (B)(6) 2010. The qa (quality assurance) investigation results were received on (B)(4) 2010. The production and quality control documentation for lot number w09031, expiration date 08/2012 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. Add'l info was received from the physician (orthopedist) on 05/19/2010. The (B)(6) pt had a relevant medical history of moderate grade of osteoarthritis for a duration of 8 years, joint narrowing, osteophytes, previous treatment with nsaid's (nonsteroidal anti-inflammatory drugs), previous treatment with steroids and previous treatment with synvisc. The pt did not have a history of effusion. On (B)(6) 2010, the first injection of synvisc was administered into the left knee. On (B)(6) 2010, the second injection of synvisc was administered into the left knee. No effusion was collected prior to either injections. Starting on (B)(6) 2010, the pt experienced synovitis in the left knee, which was of moderate intensity. The event was treated with an intraarticular injection of depo-medrol (methylprednisolone acetate). The pt recovered from the event on (B)(6) 2010. On (B)(6) 2010, the third injection of synvisc was administered into the left knee. No effusion was collected prior to the injection and no exudate was collected after the injection. The physician assessed the relation of the event to synvisc as definite. Concomitant medications reported included: naproxen (naproxen sodium), dilantin (phenytoin sodium) and avonex (interferon beta 1-a). No further info was provided. See MFR's control numbers: (B)(4) for other adverse events from this reporter. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number w09031, expiration date 08/2012 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.